Manufacturer narrative:
The device was received by depuy synthes power tools. The drill as tested and found to be running at 55000 rpm at 90 psi. The specification calls for 75000 rpm at 90 psi. The handpiece was disassembled and the vanes were found to be .005" under the minimum specification which is the cause for low power. If the drill is not running at the specified speed, the cutting efficiency is reduced causing the end user to apply mre force which can cause fracture of the burr. The cause for the vane wear is either normal wear or running the drill without adequate lubrication.

Event description:
Report rec'd from the USA stating that the device was being used with a "cutter fractured". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.